Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that during the implant procedure, neuromonitoring noted a loss of sensation in the patient's right leg. The physician removed the device and aborted the procedure. The patient has recovered without sequelae and has regained sensation.